Event description:
It was reported that the lead impedance measurements were greater than 2,000 ohms on all of the unipolar pairs during surgery. The extension was replaced. It was later reported that all the contacts were checked and cleaned. The neurostimulator was also replaced. The pt recovered without sequela.